Event description:
The customer's father reported via phone call that the customer had received a replacement insulin pump. Customer's father stated that they received a no delivery alarm and they think that the customer didn't get any of the bolus. Customer 's father stated that when they go into the main menu, the hour of the clock disappears. Customer's blood glucose was 177 mg/dl at the time of the incident. Customer's blood glucose went up to 525 mg/dl after the no delivery alarm. Customer's father reported that they were unable to troubleshoot at the time of the call. Customer's father put the old pump back on the customer. Customer's father was advised to do a complete set change as soon as possible. Customer also had a keypad anomaly where the customer presses the b or esc button and the hour on the time disappears. Customer's father was advised that the insulin pump will need to be replaced and to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump was received with a missing segment on the display due to a cracked connector. No cosmetic damage was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.